Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead detected atrial fibrillation (af) with far field r-wave (ffrw) oversensing. The lead was programmed off with the device in a ventricular only mode. The lead remains in the patient out of service. No patient complications have been reported as a result of this event.